Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. In this specific case the dentist decided to place a relatively long implant (14mm) which assumedly was too long and led to the trauma. In the region of the mandible nerve canal shorter implant types are normally used. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr par 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
In this event it was reported that after placement, an ankylose c/x implant seems to have affected the nerve, resulting in partial paraesthesia. As a result, the implant was extracted one week later. One week after the implant was explanted the pt presented herself again in the office and the examination revealed that the numbness started to decrease, but was still detectable. Since there is a fast improvement of the symptoms it can be assumed that the pt will fully recover.